Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the doctor's office with high blood glucose the past week. The customer was in the office for four hours and they gave her shots to help her low blood glucose. The caller stated that the insulin pump was not functioning properly and the doctor did not understand why her glucose level was high. No further information was provided.